Event description:
On (B)(6) 2014- I had a catheter come back with holes in the catheter, distal to the tissue cuff. The patient complained as they were doing a saline flush. They pulled the hickman out and re-flushed, and saline came out of the pin holes.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyc1139 showed no other similar product complaints from this lot number.